Event description:
It was reported that the tight rope ruptured post-op and had to be removed in a revision surgery. No further information available this point.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. Suture construct is frayed and broken where the button would be attached to the construct. Severe gouges found on the button. The most likely cause of the event is gouges caused by user mechanical damage resulting in abrasive surfaces capable of fraying and breaking the suture. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.